Event description:
A low glucose reading issue was reported with the use of an Abbott Diabetes Care (ADC) device. A customer reported receiving unspecified low glucose sensor scan readings and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). The customer did not experience any symptoms and received unspecified third-party treatment. There was no report of death or permanent injury associated with this event.Sensor scan results of 57 mmol/L and 57 mmol/L compared to readings of 130 mmol/L and 180 mmol/L respectively obtained on a competitor brand meter and the results, when plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was nine days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.The date the incident occurred is unknown. The date entered in Section B3 is the date Abbott Diabetes Care became aware of the event. All pertinent information available to Abbott Diabetes Care has been submitted.